Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, the needle did not retract, causing a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "one of our night shift staff used 23g set blood collection vacutainer winged safety push button butterfly needle for blood collection. After blood collection, she activated push button device and put needle with holder attached on side. After labelling blood tubes, she grabbed needle and got pricked with needle. Even after activating push button, needle did not retracted and she got pricked with the needle. If exposure occurred was there any post exposure testing or medical intervention? Yes exposure testing".

Manufacturer narrative:
The following fields were updated due to additional information: e1: initial reporter first name: (B)(6) e1: initial reporter last name: (B)(6) investigation summary: bd did not receive any samples or photos for investigation. Therefore, 30 retained samples were functionally tested and all samples passed testing as they were activated properly with no retraction failures or defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: retraction issue. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, the needle did not retract, causing a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "one of our night shift staff used 23g set blood collection vacutainer winged safety push button butterfly needle for blood collection. After blood collection, she activated push button device and put needle with holder attached on side. After labelling blood tubes, she grabbed needle and got pricked with needle. Even after activating push button, needle did not retracted and she got pricked with the needle. If exposure occurred was there any post exposure testing or medical intervention? Yes exposure testing"